Manufacturer narrative:
The insulin pump was received with detached end cap, minor scratched display window, cracked display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the back part of the insulin pump fell out and was hanging out. The customer's blood glucose was 250 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.